Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(6) 2010: during showering, client has turned at his other side and leant against the side support. The weight of the client was that big that the side support came loose and the side support has bent over, client has fallen onto the floor. An arjohuntleigh investigator has examined the device and found: general condition: reasonable. Damage and rust at chassis and side supports. The shower mattress shows hygiene defects. There have been placed castors that do not meet the specifications of this product. One of the side supports has not been locked well at both points during care of client. In turning the client, his complete weight has come onto the side support. Because the locking was not in order, the side support could not carry the weight and has bent outside, which made it possible for the client to fall off the shower trolley. This situation only could occur because in an earlier state, the side support has been bent so both catches fixed to the side supports, could not have been stuck well onto the upper blade. Cause of the earlier bending cannot be determined as well as the time it has happened. Describe injury: head-wound above the eye. Tear in ankle. Wound has been sutured with 5 stitches. Foot has been plastered. (B)(4).